Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to cardiovert the patient. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. During the investigation it was noted that the pads are not available to be returned due to customer has already discarded these pads. Logs were not available as part of the investigation. A device history review of the lot was performed with no discrepancies consistent with the customer report. A retained sample evaluation was performed with no discrepancies identified. No emerging trend based on similar reports.